Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed high battery resistance.

Event description:
Additional information was received from a consumer, healthcare provider (hcp), and company representative. A motor stall reportedly occurred and the cause was unknown. The issue was identified by the patient noticing an alarm and symptoms of withdrawal. Diagnostics were performed by the hcp (date and results not provided). Interventions and actions taken to resolve the issue included replacement on (B)(6) 2016 (the approximate event date) and the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury¿. The hcp indicated the pump contained lioresal 2000 mcg/ml at a dose of 350 mcg/day. The drug lot number was ds0078. Other medications (oral, etc.) That the patient was taking at the time of the event was albuterol, zyrtec, valium, flovent, and minocycline. The patient¿s pertinent medical history included cerebral palsy, asthma, paraplegia, laryngopharyngeal reflux disease, and sinusitus chronic. The patient had allergies to augmentin, clarithromycin, gabapentin, and metformin. The patient first started hearing the alarm on (B)(6) 2015. The patient was seen in the clinic on (B)(6) 2015 and the pump was stalling. On (B)(6) 2015, the critical alarm was heard. The pump was examined on (B)(6) 2015 and a session data report was obtained. The session data report revealed the following: an elective replacement indicator (eri) occurred on (B)(6) 2016, and a "schedule to replace the pump by (B)(6) 2016" message was displayed. The last change/pump refill occurred on (B)(6) 2015 at 14:51. An active audible alarm was silenced on (B)(6) 2015 at 14:52. On (B)(6) 2015, a reset occurred, followed by a low battery reset. Another reset occurred and was followed by another low battery reset. The resets all occurred at 11:53. The baclofen 2000 mcg/ml was placed to minimum rate at a dose of 12.4 mcg/day. The pump was stopped due to off state on (B)(6) 2015. The cause of the motor stall was not determined and the pump was returned to the manufacturer for assessment. Note: a motor stall was not confirmed in the session data report from (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (2000 mcg/ml at 350 mcg/day; lot #ds0077) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient's concomitant medications were zyrtec 10mg, vitamin b12, lyrica 50mg, prilosec 20mg, dynacin 100mg, flovent inhaler, valium 20mg, flexeril 10mg, and laboterol. On (B)(6) 2015 it was reported that premature eri (elective replacement indicator) occurred. The event date was (B)(6) 2015. In (B)(6), the pump eri was 27 months on (B)(6) 2015 the clinic received a call from the patient stating that the pump was alarming. The pump was interrogated. The patient had no symptoms. The patient was scheduled for a pump replacement. Additional information was received on (B)(6) 2015 and it was reported that the "battery has now critically failed - another safe state occurred on (B)(6) 2015. The pump off password was requested to silence the alarms for the patient. Additional information was received on (B)(6) 2016 and it was reported that the cause of the eri was not determined. They were planning to return the pump after surgery.